Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation, the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the service code was isolated to an open r45 resistor on the computer/analog board. The damage to the resistor caused high voltage to travel to low voltage circuitry, damaging multiple components on the c/a. The root cause for the open r45 resistor could not be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
03/09/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a patient received a service code 102 (charge profile fault).